Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd received (B)(4) samples from the customer for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer¿ sst" ii advance plus blood collection tubes experienced under-fill or low draw of a tube with blood this event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated: "according to the customer's report, a single hcp attempted to complete blood collection several times but tubes didn't draw enough volume of blood."